Event description:
Pt was receiving tpn on a pump at a rate of 5.6 ml hour with the mangum fluid delivery sys. A significantly elevated lab result triggered a re-evaluation of the entire IV setup, at which time it was noted that the 2 way stopcock on the tubing was turned 360 degrees, potentially allowing free flow to occur while the pump was infusing. (B)(4).